Event description:
Md was declotting an a-v shunt whith the fogarty adherent clot catheter, size 4/6. The catheter's end coiled when he used it the first time, but when he inserted it into the pt's arm the second time and coiled the end, it would not straighten out again. Another catheter was opened (same size/brand) and the new one worked just fine.